Event description:
Home patient (hp) reports patient line of homechoice set was not priming completely. Hp was able to prime after a reprime attempt. Per rn, there was no patient injury or medical intervention as a result of this incident. Hp reported feeling "pain"; location and source is unknown per rn.